Manufacturer narrative:
E1: medical corporation nihei inter medicine gastrointestinal clinic the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the device. There was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. There were no other concerns about the reprocessing. The device was returned to olympus and the customer¿s reported allegation was confirmed. Due to wear of angle wire, bending angle in the upward direction did not meet the standard value and due to wear of angle wire, the play of upward/downward knob was out of the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a crack/chip; scope-connector was dirty due to water leakage; control unit had discoloration; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed, and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope exhibited reduced angulation. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the returned device, the channel tube, distal end and the nozzles were observed with foreign material, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.